Manufacturer narrative:
Additional information: d10 (concomitant medical products). Investigation/evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Visual examination of the package confirmed the package was open with the clear poly secured to the tyvek with several staples. Closer examination of the package did not confirm any hair inside the package, outside the package, or on any shipping materials. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A visual examination of the package confirmed package is open with the clear poly secured to the tyvek with several staples. Close examination of the package did not confirm any hair inside the package, outside the package or on any shipping materials. The customer's complaint could not be confirmed. It is possible the foreign matter seen by the customer was displaced from the returned package during shipment since the device package was opened. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since last report was submitted on 01oct2019.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to a unilateral double j stent implant, a roadrunner nimble hydrophilic wire guide was opened and a foreign body was found within the package. Another device was used to complete the procedure. No adverse effects to the patient were reported due to this occurrence.